Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured between february 9, 2024 ¿ february 12, 2024. The device was received for evaluation. A visual inspection was performed, and fluid inside a bag that contained the unit was observed which suggested leak. Further inspection revealed a broken tubing at the solvent-bonded junction of the flow restrictor. Remnants of broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the leak was due to broken tubing and internal sites of breakage from extra solvent present which caused melting of the tubing during the production process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the overpouch. This was observed prior to patient use. The device contained 6000mg cefazolin in 240ml sodium chloride. There was no patient involvement. No additional information is available.